Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403:317:871 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board and u65 prom software. The user interface module printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 403:317:871. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 403:317:871 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A service history review revealed that this device was previously serviced for the reported condition, during previous service on (B)(4) 2010, for "fc 403:xx" no action was taken as it was classified as a "stay in" device. On (B)(4) 2010, the user interface module printed circuit board was replaced during re-certification to resolve the issue. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.